Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had received an unexpected restart alarm. The customer¿s blood glucose level was rising to 276 mg/dl. Troubleshooting was performed for error alarm and noticed alarm recurring after a battery change. Advised that the pump will need to be replaced. Advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. Offered troubleshooting for high blood glucose but, customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No unexpected restart error alarm noted. Insulin pump received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.